Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. To address the low bg customer took 2 glucose tablets and drank apple juice, then was transported by their spouse to the emergency room (ER), where she was treated with intravenous glucagon and fluids of saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump was functioning as intended.